Manufacturer narrative:
Lot number - the customer reported that the product had one of the following two lot numbers: 16f25t686, 17f24t745. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black particle in the chamber of a buretrol solution administration set. The device was being used with a 500ml baxter viaflo bag containing hartmann¿s solution. The particle was found after attaching the bag to the set during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Lot 16f25t686 was produced (B)(4) 2016 and 17f24t745 was produced (B)(4) 2017. A batch review was conducted for the potential lot numbers (16f25t686 and 17f24t745) and there were no deviations found related to this reported condition during the manufacture of either lot. The device was received for evaluation filled with the administered solution. The visual inspection under magnification revealed the presence of two small brown particles with an oval shape floating inside the filled solution prior to the filter of the burette chamber. The size of the first particle was approximately 0.8 mm and the second was approximately 0.4 mm. Both particles were also tested with isopropyl alcohol and both were insoluble. The reported condition was verified. It was determined that the particles are likely burned plastic. The cause of the condition was determined to be an issue during manufacturing of the burette chamber by an external supplier. A notification will be sent to the involved supplier to ensure awareness. Should additional relevant information become available, a supplemental report will be submitted.